Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the device generated alarms that indicate error in the internal memory, a software checksum error during startup, and a charger error. Information was received stating that the device regained function according specifications after the replacement of the device´s monitoring pcb, and update of software version. This information is not specific enough to point out any particular fault. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, this is not enough to determine the root cause of the reported failure. We have not received the device logs for evaluation, nor have we received the replaced part for technical investigation. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
It was reported that the ventilator generated a technical error code indicating an internal memory error. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).